Event description:
Male patient was injured while being lifted and transferred in a mobile patient lift. Ankle of patient was cut on zip tie that was holding cords at base of lift. Company representative inspected lift and found that the zip tie holding cords did have a sharp edge. Zip tie was replaced with velcro strapping to hold cords.